Event description:
Voluntary medwatch received states that the right ventricular (rv) lead was capped due to an unknown product performance issue. No patient consequences were reported.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5182343. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.